Event description:
Report, (mw5174056) was received through FDA's medwatch program. Description from the form: "my lapband causes me to throw up, abdominal pain, and now my port has a hernia around it. When I lightly press on my port, I start to dry heave. My surgeon, dr. (B)(6), has his license revoked and I cannot get any of my medical records from his office or the hospital. My surgery was performed back in 2007. This lap band is slowly killing me and no surgeon wants to remove it. I need help! Dr. (B)(6) has been my pcp and is helping me with these symptoms. I don't know what tests he has done. I cannot get an MRI due to my lapband, and this is a procedure that dr. (B)(6) said was medically necessary for me at this point".

Manufacturer narrative:
Unable to perform investigation as the reported device is still implanted, the report didn't provide the product information and the reporter did not respond to multiple attempts to gather information. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The reporter listed 01jul2015 as the expiration date of the device. The lap-band device has two year expiration date. For the implant date, only the year 2007 was provided.